Event description:
On 10/23/1998, safeskin corp was served with a lawsuit. Plaintiff's claim alleges the following: on 10/19/1996, plainfiff discovered that as a cumulative result of her repeated and substantial exposure to latex-containing gloves and/or the dust and/or the proteins and/or the powder therefrom, she was caused to suffer severe and immediate reaction upon re-exposure to latex containing products. Plaintiff developed type-I latex allergy with resulting anaphylaxis and other related illnesses and injuries.